Event description:
It was reported by the sales rep that cap of the carotid shunt was "falling off". No patient contact was made. No prolonged or time.

Manufacturer narrative:
Device discarded by hospital, unknown lot number unable to perform a review of manufacturing records. The product was not returned and the toot cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.